Event description:
A break in the retention dome. The indwelling period was 164 days . Since, the dome portion could not be removed endoscopically, it was to be removed with bowel movement, but it could not be found. When checked under x-ray, the dome portion was found to be no longer in the pt's body.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.